Manufacturer narrative:
1 device that was pending evaluation was evaluated in the field and the issue was confirmed. The device was repaired on site and returned to service. 2 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews with the user facility; no defect or malfunction was found. 2 pending devices were not evaluated, as the issue was identified and resolved through communication/interviews and analysis of data with the user facility; no defect or malfunction was found. Section h codes have been updated to reflect this.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 13 devices were functionally/visually inspected in the field. The devices were repaired and returned to use. 5 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 18 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.

Event description:
This report summarizes 17 malfunction events, where it was reported the devices experienced difficult to load/unload the cot in the ambulance. There was no patient involvement.

Manufacturer narrative:
The device that was evaluated was determined the device experienced unintended/unexpected height adjustment, which is not reportable. Section h codes have been updated. Because of this, the number of reported events has been changed from 18 to 17.